Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of the transmission, it was observed the implantable cardioverter was failing to capture on the right ventricular channel. The patient was stable. No further information was known about this event.